Event description:
Philips received a complaint from the customer reporting an over voltage protection (ovp) circuit failed message occurred on the v60 ventilator. It is not known if the device was in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp determined replacement of the motor control (mc) printed circuit board assembly (pcba) was necessary. The device was operational and returned to service after part replacement was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.